Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: corrected: the reported event was confirmed as product was returned. Articular surface shows signs of repeated use (nicked, gouged, discoloration ) and the locking screw is fractured. Unable to provide a hardness test on screw due to the lot being unknown. Fracture analysis of the lcck support screw fracture determined that screw was fractured due to fatigue. Fatigue striations identified on the fracture surface. The analysis also identified that nearly three fourth area of the fracture surface was fatigue fracture and the remaining area was ductile overload fracture. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review report provided by mmi confirms the implant disassembly of right knee arthroplasty with evidence of broken locking bolt within the medial compartment posteriorly. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a fracture of the articular surface locking bolt. Attempts have been made and no further information has been provided.